Event description:
Patient presented to the physician with the ipg moving within the pocket, causing pain. Physician brought the patient into the or, removed the ipg and sensing lead, implanted a newer ipg model, which does not require a sensing lead, sutured, and closed. Postoperative antibiotics were prescribed.